Event description:
It was reported that a patient¿s device failed after ¿no more than four months.¿ her device system hadn¿t worked for more than four years. The patient was extremely unhappy with the product and her doctor said that it was ¿just her.¿ she had not received any additional help. The patient was currently on pain medications for her extreme interstitial cystitis. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #6000032-2014-00264, 3004209178-2014-21109, and 3004209178-2014-21111 for information regarding the patient¿s previous devices.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v745949, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).